Event description:
During the evaluation of a returned colleague infusion pump, an intermittently working channel select button on the channel c pump head module (phm) keypad was discovered. No patient injury or medical intervention was associated with this event. No additional information was available.

Manufacturer narrative:
Evaluation summary: an intermittently working channel select button on the channel c pump head module (phm) keypad was discovered during the evaluation of a returned colleague infusion pump. This was determined to have been caused by a defective phm keypad. The channel c phm keypad was replaced to resolve the reported condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.